Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise and undersensing information.

Event description:
It was reported that the implantable cardiac monitor (icm) recorded artifact due to noise on a tachycardia episode. The device is still in use.no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.